Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). A sample was not available; however, a video was provided for evaluation. A review of the video verified that the solution leaked from tubing port of the chamber. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that chemotherapy drug leaked from below the clearlink system solution set's chamber during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.